Event description:
Reportable based on analysis completed on 08/27/2009. It was reported that during preparation for a carotid artery stenting treatment procedure, resistance was felt in the wire lumen of the carotid wallstent. However, returned device analysis revealed a sheath break and a partially deployed stent. The physician was preparing an 8.0x21mm carotid wallstent monorail device to treat the left internal carotid artery. The filter wire was not able to pass through the wire lumen of the carotid wallstent. This device was not used and another of the same device was used to complete the procedure successfully. There were no reported pt complications. The pt's status is listed as "stable".

Manufacturer narrative:
The complaint device was returned for analysis. A visual exam found the stent partially deployed by 1mm on the distal section. The shaft was severely kinked 170mm proximal to the distal end at the monorail exit. The outer sheath was also broken at the monorail exit. No other issues were noted with the profile of the device. A 0.014 inch filterwire was inserted through the device, it exited the monorail exit as required. After a slight rotation of the shaft, additional attempts were made and the filterwire exited the monorail exit every time. The mfg batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).